Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. A 3.00 x 16 mm promus element stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. A strut on the first row on the distal end of the stent was raised up. The tip of the device was damaged (edges were jagged like). This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).